Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 31.6 mmol/l at the time of incident and the current blood glucose level was 28 mmol/l. The customer blood glucose level was 27.3 mmol/l, 19.9 mmol/l and 15.6mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. The customer was treated with syringe for high blood glucose level. The device will not be returned for analysis.